Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube extension at the orange plastic section. No pieces were missing. Thermal damage was not observed. The complaint was confirmed by failure analysis. Additional observation(s) not reported by site: the instrument exhibits scratch marks/abrasions on the orange plastic section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.147¿ x 0.018¿. There was material missing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors (mcs) tip was broken. No fragment fell inside the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: when the user attempted to remove the prograsp forceps (pf) instrument, the tip of the monopolar curved scissors (mcs) instrument was stuck in the space between the prograsp forceps (pf) instrument tips. The user removed the pf instrument forcefully causing the mcs tip to break. No fragment fell into the patient. Post-operative tests were performed to check for any fragments falling into the patient.